Manufacturer narrative:
Concomitant medical products:459888 lead, implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope and bradycardia and abnormal function of the cardiac resynchronization therapy pacemaker (crt-p) was suspected. Follow up yielded no information. The device is still in use. No further patient complications have been reported as a result of this event.